Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five thousand five hundred ninety-seven (5597) exactamix syringe inlets had either hair, fiber or black spots. The issue was noticed during inspection, prior to use. There was no patient involvement. No additional information is available.